Event description:
Additional information received reported that the patient was "doing well" following the reported catheter revision event. The patient had been seen by their healthcare provider (hcp) four times since the (B)(6) 2012 catheter revision and "thus far was doing well".

Event description:
It was reported that the catheter had twisted three different times. Per reporter, "when it works it is great". It was indicated that it was fixed and "a day or 2 goes by and it stops working". A "pumpagram" was done and revealed a "twisted coil". Per caller it has "been like this over 4 months". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model unknown implanted: unk explanted: 2012-(B)(6) (partial). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: on (B)(6) 2011 a pumpogram was attempted; the hcp was "unable to withdraw". On (B)(6) 2012 the patient underwent a catheter revision. It was noted the catheter's pump segment was kinked at the connector site. Both catheter segments were patent, but "metal connector blocked". The connector was replaced and the kinked catheter section was trimmed. The pump contained dilaudid. It was reported that the patient always presents the same way, "with sharp increase in pain along with sweating and nausea". The week of (B)(6) 2012, the patient was due for her first post-op clinic visit following the most recent revision.